Manufacturer narrative:
The customer reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was failing pressure calibration. Npi.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of failing pressure calibration. Technical support - informed customer this is due to the pressure sensor. They will replace themselves. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support informed customer this is due to the pressure sensor. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
Case #: (B)(4), case subject: npi 8110 failing pressure calibration. Account name: (B)(6) hospital, account #: (B)(6), asset name: 8110 syringe module v9.33.0 contact: (B)(6), contact email: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. Customer reports their 8110 not passing pressure calibration. Pressure sensor: informed customer this is due to the pressure sensor. They will replace themselves. After providing part number I transferred to order management for pricing, ended call.